Manufacturer narrative:
The reagent lot number was 74418501 with an expiration date of 30-nov-2024. The customer's last calibration before the event was performed on 23-mar-2024. No alarms were noted. After the event, the customer loaded a new reagent lot 79079501 with an expiration date of 30-jun-2025. The calibration failed with multiple errors. The customer's qc was acceptable on the day of the event. The field service representative found that a rinse nozzle was pushed out of position. He readjusted/secured the nozzle in place, checked all nozzles, and performed a cell blank measurement and precision test. The results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for approximately 6 patient samples on a cobas 8000 c 702 module. Only 1 example was provided. The initial result was 6 mg/dl. The repeated result was 9 mg/dl. The repeated result was obtained on another module and was believed to be correct. The sample was repeated as the laboratory experienced multiple low calcium results. The results were reported outside the laboratory.